Event description:
It was reported, that the trial bearing cracked where it screws into the handle. No consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned instrument shows that the 4mm trial bearing has fractured at the point where the handle fits the trial bearing. General wear & tear is evident and is expected due to repeated use during its time in the field (approximately 6 years and 10 months). Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. The root cause of the reported issue is attributed to expected wear and tear from repeated use and reprocessing during its time in the field (6 years and 10 months). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.